Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation of the essure device/ perforation (fallopian tube(s)) right tube'), abdominal pain ('pain abdominal') and cervical dysplasia ('severe dysplasia') in a 38-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, pap smear abnormal and pharyngitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6)2016, colecalciferol (vitamin d3) since (B)(6)2016, levothyroxine sodium (synthroid) since (B)(6)2016 and salbutamol (albuterol) since (B)(6)2016. In 2000, the patient had essure (ess205) inserted. On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and cervical dysplasia (seriousness criterion medically significant), 2 years 4 months after insertion of essure (ess205). In 2016, the patient experienced fatigue ("fatigue") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), cold knife cone biopsy and laparoscopic bilateral salpingectomy on (B)(6)2016). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, cervical dysplasia, dyspareunia and weight increased outcome was unknown and the abdominal pain, fatigue, pelvic pain and menorrhagia had resolved. The reporter considered abdominal pain, cervical dysplasia, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for bleeding and perforation. Discrepancy: essure insertion date: (B)(6)2014 and 2000. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received, new reporter, new event pelvic pain, menorrhagia (heavy menstrual bleeding) and outcome were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation of the essure device/ perforation (fallopian tube(s)) right tube'), abdominal pain ('pain abdominal') and cervical dysplasia ('severe dysplasia') in a 38-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included wheezing, kidney infection, graves' disease, attention deficit disorder and endometriosis. Concurrent conditions included bloating, pap smear abnormal and pharyngitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2016, cholecalciferol (vitamin d3) since (B)(6) 2016, levothyroxine sodium (synthroid) since (B)(6) 2016 and salbutamol (albuterol) since (B)(6) 2016. In 2000, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and cervical dysplasia (seriousness criterion medically significant), 2 years 4 months after insertion of essure (ess205). In 2016, the patient experienced fatigue ("fatigue") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), cold knife cone biopsy and laparoscopic bilateral salpingectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, cervical dysplasia, dyspareunia and weight increased outcome was unknown and the abdominal pain, fatigue, pelvic pain and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, cervical dysplasia, dyspareunia, fallopian tube perforation, fatigue, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for bleeding and perforation. Discrepancy: essure insertion date: (B)(6) 2014 and 2000. Most recent follow-up information incorporated above includes: on 19-may-2021: mr received-new reporter, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation of the essure device/ perforation (fallopian tube(s)) right tube'), abdominal pain ('pain abdominal') and cervical dysplasia ('severe dysplasia') in a 38-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included wheezing, kidney infection, graves' disease, attention deficit disorder and endometriosis. Concurrent conditions included bloating, pap smear abnormal and pharyngitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2016, colecalciferol (vitamin d3) since (B)(6) 2016, levothyroxine sodium (synthroid) since (B)(6) 2016 and salbutamol (albuterol) since (B)(6) 2016. In 2000, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and cervical dysplasia (seriousness criterion medically significant), 2 years 4 months after insertion of essure (ess205). In 2016, the patient experienced fatigue ("fatigue") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), cold knife cone biopsy and laparoscopic bilateral salpingectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, cervical dysplasia, dyspareunia and weight increased outcome was unknown and the abdominal pain, fatigue, pelvic pain and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, cervical dysplasia, dyspareunia, fallopian tube perforation, fatigue, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for bleeding and perforation. Discrepancy: essure insertion date: (B)(6) 2014 and 2000. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain abdominal"), fallopian tube perforation ("migration/perforation of the essure device/ perforation (fallopian tube(s)) right tube") and cervical dysplasia ("severe dysplasia") in a 38-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, pap smear abnormal and pharyngitis. Concomitant products included cholecalciferol (vitamin d3) since (B)(6) 2016, levothyroxine sodium (synthroid) since (B)(6) 2016, obetrol (adderall) since (B)(6) 2016 and salbutamol (albuterol) since (B)(6) 2016. In 2000, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and cervical dysplasia (seriousness criterion medically significant). In 2016, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2016) and surgery (cold knife cone biopsy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fallopian tube perforation, fatigue, dyspareunia, weight increased and cervical dysplasia outcome was unknown. The reporter considered abdominal pain, cervical dysplasia, dyspareunia, fallopian tube perforation, fatigue and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Updated suspect drug indication. Concomitant disease and concomitant drugs were added. Added event pain, severe dysplasia and pain abdominal. Updated events and onset date. On (B)(6) 2016, she explanted essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2000, the patient had essure (ess205) inserted. In 2016, the patient experienced perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dyspareunia ("dyspareunia") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016, pelvic surgery to try to alleviate the symptoms). At the time of the report, the perforation, fatigue, dyspareunia and weight increased outcome was unknown. The reporter considered dyspareunia, fatigue, perforation and weight increased to be related to essure (ess205). Company causality comment : incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.